Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and after the reset, the cgm error did not reappear, allowing the customer to successfully start their sensor session.